Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed this device was depleting normally. Subsequently, this device was explanted due to premature battery depletion. No additional adverse patient effects reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations pbd and other clinical observations coded to the CAPA.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed this device was depleting normally. Subsequently, this device was explanted due to premature battery depletion. No additional adverse patient effects reported.